Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.

Event description:
It was reported, that there was an error code 46228. There was no patient involvement.

Manufacturer narrative:
D9: device was received on 12/10/2024. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a delaminated downstream occlusion (dso) seal. However, the customer's reported problem was not replicated. The dso seal was replaced to fix that issue, and standard preventative maintenance was performed.